Manufacturer narrative:
(B)(4). Batch # n90r35. The analysis results found that the msm20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). No further testing could be performed due to the returned condition of the device. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when the device "sectioned" the thyroid artery instead of clipping it, did the jaws of the device cut the artery? Yes. If yes, did bleeding occur? Yes. If yes, how much blood loss was there (mls)? 50 ml. Was a transfusion required? No. Was there any patient consequence as a result of the event? The procedure was lengthened because they had to search for the artery that had retracted in order to place a new clip.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The following information was requested, but unavailable: when the device "sectioned" the thyroid artery instead of clipping it, did the jaws of the device cut the artery? If yes, did bleeding occur? If yes, how much blood loss was there (mls)? Was a transfusion required? Was there any patient consequence as a result of the event?

Event description:
It was reported that during an unknown procedure, the doctor wanted to clip the thyroid artery but sectioned it instead because the first clip was not delivered. Another like device was used to complete the procedure. There were no adverse consequences for the patient.